Event description:
It was reported an issue with optilene suture. The client reported that the packaging was empty.

Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code batch regarding the same issue and closed as confirmed after the analysis. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received a picture of a closed race pack with the cardboard containing the information regarding the code-batch, manufacturing date but not the plastic support that contains the suture that should be below the cardboard. This defect occurred in the packaging step of the suture and the personnel involved did not discard this unit. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: human error at the packaging step. Final conclusion: considering that the unit of the picture received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the picture received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.